Event description:
Device issue: material deformation. Time of device issue: during device analysis. Adverse event: no patient involvement. It was reported that during unpackaging, it was noted that the proximal end of the stent was partially open and struts were broken. The device was unable to pass through the guide catheter. No additional information was provided. During device analysis, balloon peeling was observed.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis noted balloon shredding at the distal end of the balloon which was not initially reported with the incident information. Although balloon peeling or shredding is occasionally seen on manufacturing production lines, it is more likely that the balloon peeling occurred during handling of the product. To help ensure that the balloon shredding is not a result of a manufacturing deficiency, all stent delivery systems (sds) are visually inspected for balloon shredding. It is possible that the balloon may have scraped against the rhv or guiding catheter, which may have contributed to the shredding of the balloon material. The first four rows of distal stent struts were mangled. Considering the extent of the damage (mangled), it is unlikely that this was a pre-existing condition as the protective sheath would not have fit over the stent implant. Damage to the distal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the anatomy and/or accessories during advancement of the device. In this case, it is possible that an attempt was made to insert the sds into the rotating hemostatic valve (rhv) or guiding catheter, contributing to the stent damage; however, this could not be confirmed. Factors which may contribute to stent damage include, but are not limited to, manufacturing, handling of the product during preparation for use, or interaction of the sds with accessory devices or anatomy. In this case, a conclusive cause for the reported stent damage could not be determined. The device lot history record was reviewed.